Event description:
It was reported that, after tka performed on (B)(6) 2013, patient reported that after prolonged time working on his knees he felt a "pop" and his knee then became unstable. Upon examination in the clinic the physician suspected that the lgn ps high flex xlpe sz 7-8 9mm had fractured and scheduled revision surgery for (B)(6) 2022. Upon opening the knee it was confirmed that the post had fractured off near the base of the post. Revision was completed with a 71420552 7-8 11mm constrained poly. It is unknown current health status of patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off, rendering the device inoperative. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the reported prolonged patient activity (working on knees) prior to the ¿pop¿ that the patient reportedly felt was most likely the contributing factor to the instability as noted in the knee systems IFU; however, this cannot be definitively concluded. The patient impact beyond the reported ¿pop¿ feeling, onset of instability, intra-op finding/confirmation of post breakage and the revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of IFU for knee systems revealed that cracking, or fracture of implant components has been identified in possible adverse effects as a result of trauma, strenuous activity, improper alignment, or duration of service. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.